Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that "a wire has come loose" in her body. The patient reported that its like walking around with needles in her vagina and it hurts. The patient stated that she cannot walk, sit, pee, or defecate without it hurting her. The patient stated that she would have her lawyer contact medtronic and disconnected the call. The patient¿s hcp information was not able to be confirmed because patient disconnected the call. No further complications were anticipated/reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va1hsk8, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had 2 appointment in (B)(6) with their doctor. The patient weight at the time of the event was noted as (B)(6) pounds. The patient indicated that activity level changed due to knee replacement and physical therapy but not sure what led to wire coming loose. The representative checked the machine and noted it was broken and wire has been "returned to a good place".